Manufacturer narrative:
Please reference medwatch 203227-2014-46313 and 2032227-2014-41969. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer states that the previous night she had a sensor reading of 45 mg/dl and a blood glucose of 155 mg/dl. The customer received several threshold suspend alarms. During one of the incidents it did not re-start and the customer had a blood glucose of 200 mg/dl. The customer declined to troubleshoot for the high blood glucose. The customer is wearing her sensor on her arm. The customer was explained the issues with off label use. Advised customer to call back to troubleshoot for sugar glucose versus blood glucose. No further information was reported.